Event description:
Generator analysis was completed. The generator could not be interrogated due to depleted battery, therefore system diagnostic test and final electrical test could not be performed.the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist, and the end-of-service (eos) condition is an expected event. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis was completed. The reported ¿fluid leaks¿ were verified. Abraded openings were identified in the outer silicone tubing. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut end of the returned lead portion. Lead fracture was not confirmed. A single setscrew mark was noted at the end tip of the connector pin suggesting that the lead connector was not inserted completely at one point in time. Though it is difficult to state conclusively the observed condition mentioned above may confirm this to be a contributing factor for the reported ¿high impedance¿ allegation. However, based in the location of a complete pair of setscrew marks present on the connector pin and scratches from the canted spring observed on the connector ring, it is believed that proper contact between the pulse generator ¿+¿ and ¿¿¿ terminals and the lead connector respective contact points (connector ring and connector pin) existed. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
The explanted generator and lead were received for analysis but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
The patient was referred for replacement as the battery was dead and could not be interrogated. It was reported that during the replacement surgery, there was a brown discoloration found in the mid lead area and the lead appeared to be "fractured/burnt" per the surgeon. High impedance was seen on system diagnostics when the new generator was connected. The lead was then replaced as well. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. The suspect device has not been received for analysis to date. No further relevant information has been received to date.